Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient whose implanted pump was used to deliver morphine (50 mg/ml at 2.4 mg/day). The indication for use was non-malignant pain and other non-malignant pain. On (B)(6) 2016 during a procedure a severed piece of the catheter was removed and would be replaced in the future. It was noted that the patient may not have been receiving adequate therapy however no signs and symptoms of withdrawal were reported. It was noted that there was no need for and diagnostics to be done and if was unknown if any external factors contributed to the issue. The catheter was revised and the patient was alive with no injury. Additional information was reported by the rep on 2016-07-11. When trying to free up the catheter at the pump replacement the hcp accidentally cut the catheter. Information regarding revision kits was requested and the rep was in the operating room at the time of the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.